Manufacturer narrative:
Results: death. (B)(4).

Event description:
The patient died from cad due to/as a consequence of hypertension. Copd was also listed under other significant conditions.

Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lcx. The patient is reported to have died approximately 21 months post index procedure. The death was assessed as a cardiac death due to cad. The relationship between the event and the study device was not assessed.

Event description:
Investigator has assessed that the death was not related to the device.